Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient did not wash their hands during therapy and the caretaker was untrained. The peritonitis was manifested by severe abdominal pain and cloudy pd effluent that started one day before peritonitis was diagnosis. The patient was hospitalized on the same day as onset of the event and was treated with amikacin (75mg, intraperitoneally in each bag for six days, frequency not reported) and ciprofloxacin (100mg, intraperitoneally in each bag for six days, frequency not reported). One day after treatment was discontinued, the patient was started on hemodialysis therapy and pd catheter was planned to be removed on a future unreported date. On the same day as event onset, the patient was retrained on proper aseptic technique. At the time of this report, the patient was still hospitalized and had not recovered. Additional information is not available.